Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low reservoir. Customer's blood glucose at time of incident was 8.4mmol/l. The customer stated that pump restart by itself and she had to change time and date. The customer performed a displacement test and pump passed. The customer checked the alarm history and found internal clock comparison error alarm (a20) and external ram crc error alarm (a17) while in use. Customer is not comfortable with pump and advised that we are sending replacement.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected signal too low, unexpected restart, low reservoir alarm or restart, reset time/date anomaly noted. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.